Event description:
A customer reported a continuous glucose monitor (cgm) error code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and walked the customer through the reset process. After the reset, the sensor session started successfully without further errors.